Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
On 12/28/2025, the parent reported that the patient¿s insulin pump and dexcom app displayed an estimated glucose value (egv) of 244 mg/dl, a few minutes later, a bg check showed 59 mg/dl, while the egv continued to read 224 mg/dl. At the time, the patient was experiencing symptoms of dizziness and shakiness. According to documentation, the reporter selected ¿preferred not to answer¿ regarding treatment and management of hypoglycemic shock. The parent contacted the endocrinologist for guidance on addressing the inaccurate egv readings. The endocrinologist advised replacing the sensor and contacting us to report the issue. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.